Event description:
It was reported that home monitoring showed device to be at eri. Patient was brought in for follow up and manual capacitor reformation showed less than 20 seconds and greater than 40 j. Device currently remains implanted. Should further information be made available this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri, confirming the clinical observation. The device was implanted for about two months and six charging cycles were recorded to the icds memory. The inspection of the device memory content documented aborted automatic capacitor reformations as a result of a charging time longer than 20 s. These aborted charging cycles occurred only after the device was implanted, the first of them on (B)(6) 2018. The device was implanted on (B)(6) 2018. No automatic capacitor reformations took place before implantation. At a next step the device was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, within 20 s charging time the specified energy level could not reached. Therefore the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. Further electrical investigations revealed a damaged power transformer on the electronic module, which was found to be responsible for the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from a damaged component on the electronic module. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. It is therefore assumed that the damage occurred after the device shipment; however the date of occurrence was not determinable.